Manufacturer narrative:
The event date/date of explant is estimated to be 2016. The patient's weight was unable to be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient decided to have his scs system explanted due to his ipg being inoperable.